Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent dialysis catheter placement procedure. It was further reported that the cuff of the catheter was allegedly already half out. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, one photo was provided for evaluation. The investigation of the reported event is currently underway. B5, d1, d4 (medical device catalog #), g3, h6 (patient, device). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent dialysis catheter placement procedure. It was further reported that the cuff of the catheter was allegedly already half out. It was further reported that bleeding was observed. There was no reported patient injury.